Event description:
Device malfunction: none. Symptoms/ae: seizure. Time of symptoms: during procedure. It was reported that during a right internal carotid artery (rica) stenting procedure, after stent placement and post dilatation, the pt had a generalized seizure. The initial angiogram showed: cross flow into the right middle cerebral artery, no filling of the anterior communicating artery. Versed and reopro were administered and the seizure resolved rapidly. A neurologist was consulted immediately, and the pt was at baseline by the time the neurologist arrived. Final angiogram showed a clean internal carotid artery, no filling defect, normal middle cerebral artery and branches and filling anterior communicating artery, the pt showed no further neurological defects. Two days post procedure, the pt was discharged to home. Although requested, there is no add'l info available. Study event.

Manufacturer narrative:
The device remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.